Manufacturer narrative:
It was reported that during inspection the cs100 intra aortic balloon pump (iabp) batteries did not last the entire operating period of 36 months. No patient involvement. A getinge field service engineer (fse) replaced the batteries with new ones as part of the service contract.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) unit's batteries did not last the entire operating period of 36 months. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) unit's batteries did not last the entire operating period of 36 months.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.